Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1gm intraperitoneally two times a week for three weeks for the peritonitis event. It was reported that the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). A batch review was performed for potentially associated lot numbers gd896290, gd896415 and gd896589 manufactured at the cleveland facility. All release/testing specifications were met. No nonconformities, failures, rework or deviations were issued to these batches that could be associated with the reported problem. No nonconformities were generated for prior or subsequent batches gd896290, gd896415 and gd896589. No changes to specifications test methods, processes, equipment or raw material that could be associated with the reported problem were generated or implemented. Should additional relevant information become available, a supplemental report will be submitted.